Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator had a leakage. On-site investigation, performed by our field service engineer, revealed that o2 hoses were defective and replaced to resolve the issue. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. There was not patient involvement and no affect on ventilation. Hoses should be checked before connecting to the ventilator. Therefore, this situation is not safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).